Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (type of investigation, findings, component code) additional initial rep name: (B)(6).

Event description:
A complaint was received from nurse via a direct call to the emergency support program for cardiosave intra aortic balloon pump(iabp) that during patient intubation violent coughing caused a gas loss alarm on the cardiosave system after approximately 25 minutes in standby. Staff confirmed all connections were secure and no blood was present in the helium tubing. The pump had not been restarted prior to the call. Technical guidance was provided to perform an iab fill and restart therapy, which successfully resumed and operated as expected. No patient harm or injury was reported. The caller declined to provide patient or device information for product surveillance, and the device was not returned.

Manufacturer narrative:
Due to characterization limit e1 initial reporter is (B)(6). Patient intubation violent coughing caused a gas loss alarm on the cardiosave system after approximately 25 minutes in standby. Staff confirmed all connections were secure and no blood was present in the helium tubing. The pump had not been restarted prior to the call. Product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, a gas loss can occur due to one or more of the following probable causes are gas loss in iab circuit a gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period more or equal 80 msec and deflation period more or equal 250 msec. Causes of gas loss in iab circuit is pump system malfunction.